Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. The pump passed the displacement test, active current test, and self-test. Unit failed to pass the sleep current due to high currents. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 68 and pump error 4 occurred on 08/21/2023 20:48 found in the history files. Failed battery test occurred on 08/21/2023 20:42--20:48 in history files and traces. Power loss alarm occurred on 08/21/2023 20:27 in history files and traces and was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked case (battery tube), keypad overlay peeling, keypad overlay texture damage, battery cap contact missing. Unexpected battery power loss is confirmed due to moisture damage on the pcb 1. Frozen screen is not confirmed. Cosmetic damage is confirmed at the battery cap. Pump error 4 and pump error 68 are confirmed due to being found in history files and hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power loss alarm, pump error 68(trace pointers are invalid) and pump error 4(the motor arm cannot communicate with the main arm). The customer reported the battery cap contact was damaged. Troubleshooting was performed and found that the customer was unable to clear. The customer was advised to install a new battery and monitoring pump for 2 hours, and the frozen display did not recur and found a frozen display. The time clock was not visible on the screen. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.